Manufacturer narrative:
Pending investigation, upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during an unk procedure, the fluoro failed. The pt was moved to another room where staff as able to use a c-arm to complete the procedure. No pt details are available other than there was no pt injury.